Event description:
Medtronic received info that this bioprosthetic valve, implanted 1 year ago, was explanted due to a high gradient secondary to supravalvular tissue overgrowth.

Manufacturer narrative:
Evaluation results: device history could not be reviewed as no serial number was provided. No product was returned. Analysis: no product was returned. Conclusion: without the return of the valve, no definitive conclusion can be made regarding the performance of the valve. Should the valve be returned, a f/u report will be submitted.